Event description:
A customer reported experiencing a cartridge change error with their pump, which did not cause their blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was guided by technical support to remove and inspect the o-ring at the bottom of the cartridge, which was found to be damaged. Technical support assisted the caller in filling a new cartridge and instructed them on the proper loading and attachment process; however, the caller was unable to successfully load the cartridge onto the pump. Technical support then referred the case for escalated troubleshooting and advised that a replacement pump was required due to an alarm 6 issue. Additionally, technical support assisted with verifying the shipping address, added the customer's credit card information to their record, and sent a loaner pump agreement form for the caller's signature. There was no adverse impact on the customer¿s blood glucose level.